Event description:
Customer reported a low kv error, and no image on monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator driver board, snubber board, and x-ray tube. System operates as intended. This MDR is related to ge healthcare.